Manufacturer narrative:
The insulin pump passed displacement test. No physical damage on reservoir compartment noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 276 mg/dl at the time of the incident. Customer stated that the reservoir compartment retainer ring broke and it happened when screwing and unscrewing the reservoir in. During the troubleshooting, the damage was not caused by a vehicular accident and that the damage occurred when removing the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.